Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/25/2015 device evaluation: the device has been returned and evaluated by product analysis on 09/09/2015 with the following findings: multiple loss of prime call service (cs) 162 warnings were observed in the black box with low non zero force. The load step was unsuccessful; the pump failed to detect the cartridge. During the load step, the piston pushed up until cartridge was empty. The force calibration failed. The vibratory alarm was found to be not functioning. The force sensor was removed and tested; the resistance value was found to be out of specification. Moisture was observed on the force sensor plate, pcb and on vibration motor. The investigation steps were unable to be completed due to the load step malfunction. The returned battery cap was used for testing.